Event description:
Customer reported contamination in bicarbonate jugs. No patient use.

Manufacturer narrative:
MDR reportability determined during re-evaluation of complaints under class 1 recall for bacterial and fungal contaminants (FDA recall number: z-1730-2025). Testing performed on a sample with visible contamination. Results identified cladosporium sphaerospermum, nesterenkonia sp., and pelagibacterium nitratireducens testing performed on a sample without visible contamination. Results identified nesterenkonia sp. And pelagibacterium nitratireducens.